Manufacturer narrative:
Device was received with pump error 38 during rewinding due to corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no motor movement or negligible movement error. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer reported that they were not able to rewind pump. The insulin pump will be returned for analysis.